Event description:
Pt admitted to hosp 7/30/93 for 3rd degree hb, pacemaker failure. On telemetry, pt's rate in the 30's (3 degree hb). At rest pt was not symptomatic. Interrogation or pacemaker indicated atrial and ventricular lead impedances of 7300 ohms. Pacemaker unit implanted 1/14/91. While on telemetry pacemaker spikes were noted and they were random, intermittent and the pacemaker was not capturing or sensing. A second interrogation was successful. The pacemaker spikes were intermittent and infrequent. The pt was monitored on telemetry and maintained bedrest. Taken to or 8/2/93 for generator replacement, the lead wires were tested and found to be intact.